Event description:
A malfunction alarm was reported with malfunction code 16 displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, who was out of warranty, received a loaner pump instead of a replacement.